Event description:
The wife of a (B)(4) male patient called zoll customer support to report that the patient's monitor had exposed wires and was displaying a service code 204. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (exposed wires, service code 204) was confirmed. Upon investigation the monitor's electrode belt connector was broken free from the monitor case, causing the service code. The root cause for the damaged connector could not be positively identified, but the damage likely resulted from the monitor being dropped while connected to an electrode belt. No adverse event resulted from the damaged monitor. The patient received a replacement monitor.